Manufacturer narrative:
Originally the lot # was reported as ¿unknown¿; however, additional information was received on december 20, 2019 providing the lot number of 30240460m. Therefore, processed d4. Lot, d4. Expiration date and d4. Device manufacture date. A manufacturing record evaluation was performed for the finished device number 30240460m, and no internal actions related to the reported complaint was found during the review. Additional information was received on the event on (B)(6)2019. The patient was a 48-year-old female patient (68kg). Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and that the perforation happened due to overablation. No error messages were observed during the procedure. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a4. Weight of the patient, a4. Weight unit and a3. Sex. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: pc-000562760.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation in the area of the right ventricular outflow tract (rvot), the patient¿s blood pressure dropped. The physician suspected perforation. Fluid accumulation was confirmed by echocardiography. A pericardiocentesis was performed for drainage and an unspecified amount of fluid was removed. The patient recovered. There is no information about the hospitalization. The physician¿s opinion is that the perforation happened due to over ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.